Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge stm replaced the batteries and performed full calibration, functionality, and safety checks. Full preventative maintenance was completed and all checks passed to factory specifications. The iabp unit was returned to clinical service upon completion. The initial reporter named - is a getinge employee whose contact details are: telephone number (B)(6); which differs from that of the event site.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the battery run time test during a preventative maintenance (pm) performed by a getinge service territory manager (stm). There was no patient involvement and no adverse event was reported.